Event description:
It was reported that noise was observed as early sign of a ventricular lead failure. Therefore the ventricular lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the proximal segment of the lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood/body fluid in the outer tubing overlay. The outer tubing overlay melted and had cosmetic environmental stress cracking (esc.) The outer insulation had cosmetic depression and the lead had apparent explant damage.